Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore  consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to seizures and low blood glucose on (B)(6) 2017, with blood glucose of 22 mg/dl at time of the incident. The customer was given insulin to treat and had their blood pressure and blood glucose monitored at the hospital. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer experienced a pump error and a power loss alarm when she got home and found her pump's battery was dead. Customer experiences frequent seizures. The insulin pump will not be returned for analysis.